Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was urinary incontinence, stress type, intrinsic sphincteric deficiency, grade 3 cystourethrocele with angulation of the urethra, grade 2 rectocele and status post hysterectomy. The procedures performed was pubovaginal sling with graft, cystocele-rectocele-enterocele repair with graft, sacrospinous ligament fixation to the right, mesh used in anterior and posterior compartments and cystoscopy under anesthesia, urethrolysis. The complications post pelvicol placement was recurrence of her cystourethrocele, grade iii, with incomplete urinary emptying.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.